Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was experiencing a high blood glucose level of 309 (mg/dl). The customer was uncertain of the cause. The customer delivered a correction bolus via the pump. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. Reportedly, the customer would use a back up pump as alternate insulin therapy.

Manufacturer narrative:
High blood glucose- (B)(4).